Event description:
Caller reported a blood glucose result of 29.8 mmol/l on customer's aviva system, result of 8.0 mmol/l within 10 minutes on mother's aviva system. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided for mother's aviva system.